Event description:
A stapler was applied during a pneumonectomy procedure. The instrument was placed across the superior pulmonary artery and the handle was compressed twice. Bleeding was observed as only a portion of the staples formed. The surgeon manually sutured to correct the condition. The hospital has reported that no pt injury occurred.